Event description:
It was reported that a malfunction alarm occurred and the pump shut off unexpectedly. Additionally, it was reported that the pump touch screen looked "mirrored". The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Additionally, based on the analysis, the alleged touch screen and shutdown issues could not be verified.